Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 4 previously reported events are included in this follow-up record. Product return status 4 devices were received. Event confirmation status 4 reported events were not confirmed. Evaluation results 1 device had no problem found. 3 devices were found to be affected by use outside of the duty cycle.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. 1 event had no information received. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter.   Product return status: 4 devices were received.   Event confirmation status: 1 reported event was not confirmed. 3 device evaluations are still in progress. Evaluation results: 1 event was traced to the user exceeding the device duty cycle.   Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes 4 malfunction events in which the device reportedly overheated. 1 event had no information received. 4 events had patient involvement; no patient impact.